Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: bright tip jl4 6f. Stent: xience v. Evaluation summary: analysis of the catheter noted blood visible in the guide wire lumen and on the distal shaft, balloon and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. The balloon had relaxed folds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length, crossing profile and 2/3 collapsed balloon profile were measured and met manufacturing criteria. The hypotube and jacket were separated 18.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation and the jacket was stretched and jagged at the separation. There were several kinks and bends noted to the catheter. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. In this case, the patient anatomy was mildly tortuous and the catheter was attempting to advance through a deployed stent which likely contributed to the reported difficulties. It is likely that as resistance was encountered; force was applied, resulting in the hypotube kinking. Further manipulation would have contributed to the hypotube ultimately separating. The voyager nc instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation or laceration of the catheter. It is likely that an interaction with the deployed stent contributed to the failure to advance and as resistance was encountered, as force was applied the hypotube likely kinked and separated. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the mid right coronary artery (rca). The vessel had mild tortuosity, no calcification, was an eccentric and de novo lesion, with a 90% stenosis. The target vessel diameter is 4.5 mm and the target vessel length is 15 mm. The lesion was pre-dilated with a trek dilatation balloon and a xience v was implanted. Post-dilatatation was performed with the 4.0x15 mm voyager nc (total 2 times: 12 atm for 15 sec, 12 atm for 10 sec). Intravascular ultrasound was performed, which revealed that because of the characteristics of the lesion, the stent required additional predilatation. An attempt was made to perform additional post dilatation with the same 4.0x15 mm voyager nc; however, the catheter was not able to cross the lesion because the tip of voyager nc caught on the stent strut of the implanted xience v. The voyager nc was pushed on in an attempt to cross the lesion, which resulted in the proximal shaft of the voyager nc separating. The balloon catheter was removed from the patient without issue and a non-abbott balloon was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.